Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The customer's blood glucose level ranged from 109 to the 400's mg/dl. Reportedly, the customer was ultimately able to clear the alarms and resume insulin delivery. The customer reported that the pump would continue to be used for insulin therapy.